Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024 with redness and swelling, symptomatic of pocket infection. Device extraction was performed on an unknown date. The patient was in stable condition.